Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose level was 561 mg/dl which was addressed by administering an insulin pen. Reportedly, the pump supplies were changed to address the issue. Additionally, it was reported that the insulin gauge was inaccurate. Multiple attempts were made to follow up with the customer on the reported issue; however, no response from the customer was received.